Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), sepsis, cardiac arrhythmia, bleeding, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under "anticoagulation", outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's right heart failure existed prior to lvad implant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient required intra-aortic balloon pump (iabp) therapy. It was observed that prior to pump implantation, the patient had pre-existing organ damage. Following their left ventricular assist device (lvad) implant, the patient required the addition of a right ventricular assist device (rvad) due to right ventricular failure. The patient also experienced recurrent ventricular arrhythmias. A bilateral subdural hematoma was diagnosed but did not require re-operation. During the patient's radiologic follow-up, a small extent of ischemic lesion in the left cerebri media was observed. The patient had systemic inflammatory response syndrome (sirs) and sepsis and ultimately passed away due to multiple system organ failure on (B)(6) 2022. The outcome was not considered device or therapy related. The device was not explanted.